Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the severely calcified superficial femoral artery. A 4.0mmx40mmx135cm (4f) sterling balloon catheter was advanced for dilation. However, during second inflation at 14 atmospheres for 30 seconds time, the balloon ruptured. The balloon was noted to have a vertical crack. The procedure was completed with a different device. There were no patient complications reported.